Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ indicating that the device fails the operational check. The customer worked with the philips rse. The customer cleaned the external electrode paddle plates. The device now passes the operationnal check. No further actions are required at this time. Based on the information available and the testing conducted, the cause of the reported problem was dirty external paddle plates. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be re-opened.

Manufacturer narrative:
H3 other text : remote support provided.

Event description:
Philips received a complaint on the heartstart xl+ indicating that the device fails the operational check. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ indicating that the device fails the operational check. The customer worked with the philips rse. The customer cleaned the external electrode paddle plates. The device now passes the operational check no further actions are required at this time. Based on the information available and the testing conducted, the cause of the reported problem was dirty external paddle plates. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.